Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in emergency room with pre syncope episode. Upon interrogation, during isometrics oversensing was noted on the atrial lead. The patient was unaffected and would be monitored with routine follow ups.